Manufacturer narrative:
The customer contacted a siemens customer care center and quality controls (qc) for enzymatic carbonate (eco2) were recovering high. The customer resolved the issue related to high qc recovery and ran patient samples. After which the customer reported that they obtained a discordant, falsely elevated eco2 patient result on the dimension xpand plus with hm system. As per siemens recommendation, the customer replaced and realigned sampler and reagent 1 probe tips. The customer then reran qc which resulted acceptably, and patients were recovering within normal range. System verification indicates acceptable performance after the service was performed. No other issues have been reported by the customer following the maintenance. Siemens further investigated the issue and determined that the probe maintenance performed by the customer was routine probe maintenance. The cause of the discordant, falsely elevated eco2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated enzymatic carbonate (eco2) result was obtained on one patient sample on a dimension xpand plus with hm system. The elevated result was not reported to the physician(s). The sample was repeated on the same dimension xpand plus with hm system after the customer performed routine probe maintenance. The repeat result was lower than the initial result and was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated eco2 result.